Manufacturer narrative:
The customer performed comparison studies and sample results correlated well. Calibration, quality control results, comparison results, and proficiency survey results were acceptable, so a general system or reagent related issue can be excluded. It was determined there were several service actions that were overdue. Upon review of the alarm trace, "no fluid detected" and "not enough fluid" appeared a few times, but not on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 on a cobas integra 400 plus. The initial values were reported outside of the laboratory. The first patient sample was tested twice with the crep2 assay on the customer's integra 400 plus analyzer, resulting with values of 1.44 mg/dl accompanied by a data flag and 1.45 mg/dl accompanied by a data flag. The sample was sent to a second site and tested on an unknown analyzer using a creatinine jaffé method on (B)(6) 2020, resulting with a value of 64 umol/l. The second patient sample was tested twice with the crep2 assay on the customer's integra 400 plus analyzer on (B)(6) 2020, resulting with values of 1.11 mg/dl and 1.12 mg/dl. The sample was sent to a third site and tested on a roche cobas 6000 analyzer using the crej2 creatinine jaffé gen.2 reagent on (B)(6) 2020, resulting with a value of 0.73 mg/dl. The crep2 reagent lot number was 44122501. The reagent expiration date was requested, but not provided.